Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The pump was not returned for investigation. As per the clinical information provided, the patient was bleeding from multiple site and the at the moment activated clotting time's were not available. Therefore, the root cause of the access site bleeding issue was most likely patient condition related. Data logs were not returned as well. Without the pump or the data logs the failure could not be further investigated. Therefore, the root cause of the low flow issue was not determined since the product was not returned and data logs were not returned as well. B.2 required intervention was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26158. G.1 added address line 1, city, state, zip code and country were added as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26158. H.6 a health effect - impact code was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26158.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that three days into impella cp support, the patient began to experience persistent bleeding from their access site. The repositioning sheath was adjusted and femostop was applied at the site, but the bleed continued. In addition, it was documented that the pump was unable to provide adequate support due to suction being encountered at levels above p5. As a result of the patient's worsening condition and the restricted support level, discussions were initiated on the discontinuation of support. The patient expired at the end of support. It is unknown if the complications directly contributed to the patient's passing.